Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimate.

Event description:
It was reported that the patient became experiencing recharge burden that began about a year prior. The patient reported that the ipg was not about to hold a charge for 24 hours. As result, the patient may undergo surgical intervention on a later date.